Event description:
The patient's mother reported that she received an infusion pump today but when turning on the pump, she is getting error code: "30!0" turn pump off call provider. She tried to switch on/off, replace the batteries. Next infusion thursday (B)(6) 2025. The patient's mother didn't report any emergency room visits or hospitalizations. Serial number (B)(6). Unknown expiration date. No missed dose or adverse events reported as a result of the defective product. Unknown if the pt has the defective product on hand for possible return to the manufacturer. No further information is known.